Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported issues with the infusion sets. He stated that on the 3rd day of use, the headset adhesive would begin to come off of his skin and the cannula would come out of his body and become bent. There were no issues with site insertion and the headsets did not leak. The headset was inserted manually. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.